Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use a ventilator pump did not work and it had a mtr fail error message. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a manifold assembly. The service engineer evaluated the manifold assembly and verified the reported issue. The manifold was placed into a test ventilator, run on standard settings without any reported issues. The peep was increased and the manifold motor stopped and a mtr error message appeared on the display screen. The motor lead resistance was measured on the returned device and a known good test device. The resistance on the returned device was found to be drawing less current. Therefore, the reported event was due to the motor drawing less current. The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.